Event description:
It was reported this balloon was used to successfully complete an arteriovenous fistula graft declot procedure. During withdrawal of the balloon catheter, the catheter shaft broke and the balloon material and a portion of the catheter shaft detached and remained in the pt. Successful retrieval of the detached balloon and catheter segment utilizing a snare was uneventful. The pt's condition is good. The device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be peformed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This balloon was used in a non-indicated procedure, declotting an arteriovenous fistula graft, and the co's follow up revealed resistance was encountered removing this balloon catheter. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event.